Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. Omsc also found that more than six years have passed since the device was manufactured. The exact cause of the reported event could not be conclusively determined. However, it is likely that the display of the error code b40 and not displaying the image was occurred by the broken circuit board due to time-related deterioration. Also, it seems that the broken power switch was occurred due to physical damage.

Manufacturer narrative:
The device was not returned to omsc but was returned to the service department of olympus medical systems india private limited for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that a cv malfunction error (b40) was displayed on the monitor during preparation for use. The user immediately transported the patient to another endoscopy room and completed the procedure. There was no report of patient injury associated with this event. Olympus inspected the device at the service department of olympus medical systems india private limited and found that the error (b40) reccurred due to the defect of the printed circuit board. Olympus also found that video signal such as composite and rcb output did not come due to the defect of another circuit board. Therefore, no endoscopi image was displayed. Third party work was found on this circuit board. The power switch of the device was cracked and broken.